Manufacturer narrative:
(B)(4) the device was serviced by a service technician as part of preventative maintenance. An alarm log review, service history review, functional testing, and visual inspection were performed. The battery low alarm was identified during functional testing and the alarm log review revealed an f-6 alarm (related to low battery). The cause of the condition was determined to be low battery voltage. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have battery low alarm. No additional information is available.